Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that the allegation of this right atrial (ra) lead was confirmed based on field report and observation of deformed helix. There was no mannitol on helix when received in the lab. The mannitol may have been dissolved during decontamination.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to damage on electrode end. In addition, the lead did not have a mannitol capsule when it was removed from the packaging. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to damage on electrode end. In addition, the lead did not have a mannitol capsule when it was removed from the packaging. This lead was never in service. No adverse patient effects were reported.